Event description:
Physician reported "gallstones" and "epigastric pain radiating to back and ruq pain" treated with a surgery (not lap-band ap system related) "laparoscopic cholecystectomy" for a patient in the lap band hero study.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. Device labeling addresses the reported event of cholelithiasis as follows: rapid weight loss may result in development of cholelithiasis which may result in the need for a cholecystectomy. Device labeling addresses the reported event of pain as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain.